Event description:
It was reported that an individual with an implantable neurostimulator experienced trouble turning stimulation back on after a cardioversion procedure. The individual stated that stimulation was turned off for the procedure and, upon attempting to reactivate it, encountered a 'no device response' screen. The individual had placed the device in a group labeled for cardioversion prior to the procedure. Troubleshooting steps included powering off the handset and communicator twice, but the issue persisted. The individual was redirected to their healthcare provider for further evaluation. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the stimulation not turning on was due to the cardioversion damaging the ins and it not being functional. Multiple interrogation attempts were performed to resolve the issue. This issue did not resolve. A surgical ins replacement was being discussed, but the patient ahs since passed away for a condition unrelated to the dbs therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.